Event description:
While removing the suture from the stent prior to placing in the patient, the [invalid] caused the end of the stent to snap/break off. Again, this item was never in the patient; it was being prepared for placement. Photo attached showing the stent broken as well as the packaging for lot number. Item also retained in surgery manager office with copy of this report. Removing the suture is a common practice for most of our urology surgeons.